Event description:
It was reported that, this cardiac resynchronization therapy pacemaker (crt-p) had an alarmingly high number of safety mode reversions. Upon review, there were no suspicious faults or resets. The power has been normal and stable, nonetheless, the voltage has started to diverge slightly from the expected voltage. Technical services (ts) indicated that this is likely a discrepancy due to accelerated battery modeling, or that this battery is an outlier with slightly less capacity. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this crt-p was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that, this cardiac resynchronization therapy pacemaker (crt-p) had an alarmingly high number of safety mode reversions. Upon review, there were no suspicious faults or resets. The power has been normal and stable, nonetheless, the voltage has started to diverge slightly from the expected voltage. Technical services (ts) indicated that this is likely a discrepancy due to accelerated battery modeling, or that this battery is an outlier with slightly less capacity. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, this cardiac resynchronization therapy pacemaker (crt-p) had an alarmingly high number of safety mode reversions. Upon review, there were no suspicious faults or resets. The power has been normal and stable, nonetheless, the voltage has started to diverge slightly from the expected voltage. Technical services (ts) indicated that this is likely a discrepancy due to accelerated battery modeling, or that this battery is an outlier with slightly less capacity. Additional information was received which indicated that, this crt-p was explanted and replaced. No additional adverse patient effects were reported.